Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2011-05299. The pt received her scs sys on (B)(6) 2011 including two percutaneous leads (from different lots). It was reported that the pt's physician revised both leads and made them more superficial to provide more comfortable stimulation.